Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft. During the initial implant procedure, the physician was unable to deploy the bifurcated device after several attempts to pull the control cord. The physician then elected to withdraw the system (bifurcated and introducer devices) but was unable to do so. Therefore, the iliac artery was opened in order to remove the system, and the vessel was repaired. Another afx introducer and afx2 bifurcated devices were then used/implanted successfully. The affected devices are available for return. As of date, there have been no additional patient sequelae reported. Note: the affected bifurcated device was implanted ((B)(6) 2019) post its expiration date (19 oct 2019). Additional information: upon further review, the affected bifurcated device was not past its expiration date, which was 19 oct 2020.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the returned device was completed. A visual and where possible functional analysis were performed. The analysis of the returned device shows the delivery system control cord was slightly out of position from the release sleeve, and the release sleeve was slightly folded over itself under the control cord; this is likely due to the multiple attempts to deploy the stent graft. The control cord was therefore repositioned to its correct location and the release sleeve unfolded to its original state. The control cord was then successfully retracted and the bifurcated stent graft deployed as expected. Based upon the analysis of the returned device, there is no evidence to suggest a quality problem/deficiency with respect to device manufacturing, design, or labeling. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported inability to deploy or withdraw and damaged vessel event due to the lack of relevant medical information. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft. During the initial implant procedure, the physician was unable to deploy the bifurcated device after several attempts to pull the control cord. The physician then elected to withdraw the system (bifurcated and introducer devices) but was unable to do so. Therefore, the iliac artery was opened in order to remove the system, and the vessel was repaired. Another afx introducer and afx2 bifurcated devices were then used/implanted successfully. The affected devices are available for return. As of date, there have been no additional patient sequelae reported. Note: the affected bifurcated device was implanted ((B)(6) 2019) post its expiration date ( 19 oct 2019).